Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer has reported four (4) pledgets fell apart upon removal. Symptoms reported include sweating, stomach pain, light spotting, nausea, vomiting, and discharge with odor. Consumer also reported difficulty inserting tampon. Consumer did not confirm whether all pieces of tampon were removed. Prescribed medication for pain.